Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2 reference MFR. Report: 16271487-2017-05840. Both leads are reported as the manufacturer is unable to determine which lead was involved. It was reported the patient was not receiving stimulation. The patient underwent surgical intervention on (B)(6) 2017 where one of the leads was removed and replaced which resolved the issue.